Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001327171 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Event description:
It was reported that the inner measuring stick did not have measurement lines. Verbatim: it was reported that the inner measuring stick did not have measurement lines describe the event or problem: it was reported that the inner measuring stick did not have measurement lines. Manufacturer response for bone marrow biopsy needle, (brand not provided) (per site reporter) : none yet. What was the original intended procedure? : bone marrow biopsy.

Manufacturer narrative:
Pr 3883280 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code:(B)(6).

Event description:
It was reported that the inner measuring stick did not have measurement lines. Verbatim: it was reported that the inner measuring stick did not have measurement lines. Describe the event or problem: it was reported that the inner measuring stick did not have measurement lines. Manufacturer response for bone marrow biopsy needle, (brand not provided) (per site reporter) : none yet. What was the original intended procedure? : bone marrow biopsy.